Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-05-03 were reviewed. No malfunction alerts were found in the device engineering logs. Unless otherwise stated, no motor errors were seen to indicate inaccurate dosing relative to delivery requests for insulin. No factory resets were found in the device engineering logs. Body weight was not changed from initial set up. Audio setting and cgm alert settings were not changed from initial set up (high/on). The last cartridge and infusion set (teflon cannula) change prior to the event date were logged on 2024-04-28 at 3:37 pm. The last dexcom g7 cgm sensor change prior to the event date was logged on 2024-04-25 at 6:50 am. Review of the ilet report shows a brief period of hyperglycemia on 2024-05-03 (1 hour and 20 minutes above range, peak cgm glucose of 290 mg/dl). Insulin is dosed in response to the rising glucose values until dosing is suspended at 9:02 pm, when cgm glucose is 278 mg/dl and trending down. Cgm glucose goes below range at 10:22 pm and stays below range until the cgm signal is lost at 11:37 pm. No meal announcement was issued on 2024-05-03. No evidence of device malfunction was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended by increasing and decreasing insulin in response to cgm glucose values and alerting the user to falling and low cgm glucose levels. The assignable cause for this event is the failure to announce a meal, leading to hyperglycemia and correction insulin dosing, putting the user at risk for hypoglycemia as the ilet tries to respond to rising and falling glucose levels. In addition, the user chose to treat their pending hypoglycemia with ice cream, which is high in fat and not rapid-acting carbohydrates and therefore not suitable for hypoglycemia treatment. The user also refused the rapid-acting carbohydrates (snapple) they were offered. This contributed to the severity of the event.

Event description:
On 5/9/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event that required assistance to treat. The event occurred on 5/3/24. On 5/9/24 a beta bionics customer care agent followed-up with the user about the event. They user reported they were eating pizza and did not perform a meal announcement. The user then noticed their bg dropping so they ate ice cream. The user's bg continued to drop, and the user's mother brought the user a snapple, but the user refused to drink it. The mother then called the paramedics. The paramedics gave the user oral glucose. The user's bg rose to normal levels and did not need to be transported to the hospital. The user reported their bg dropped to the 30s mg/dl and does not know the exact number. The user also reported experiencing dizziness and was close to losing consciousness. The user is currently disconnected from the ilet and does not plan to go back on the device.